Event description:
03-03-00: laparoscopic cholycystectomy performed. 03-07-00: abdominal exploration and correction of bile leak. Clips found to be loose enough to admit catheter into cystic stump. Pt developed acute respiratory distress syndrome on 3/8/00. Outcome: pt recovered and is doing well.